Event description:
The customer states when checking before use for v-p shunting operation, water did not flow enough through the valve. The doctor replaced with another valve. Distributor immediately delivered free repacement to the customer. The doctor requested immediate comments on the cause of the above problem. No pt contact was reported.